Event description:
(B)(4). The dentist reported that nearly 15 days after the dental implant was installed in intraoral region #13 it was verified its non osseointegration.

Manufacturer narrative:
(B)(4).